Event description:
It was reported that the user experienced high blood glucose with a reported value of 401 mg/dl after running out of insulin on the ilet pump, and insulin delivery was restored following a supply change with education provided. The event did not involve device component failure. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure when the user allowed insulin to run out. It was concluded that the cause was failure to follow instructions. The event was further characterized as an unintended use error that contributed to the elevated glucose.

Manufacturer narrative:
Initial.